Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a patient came for bilateral nephrostomy drainage change. After the procedure, the catheter placed in the left nephrostomy was dripping, the catheter connection was checked but it continued to dripping. The catheter was examined and we reported that the device was broken. It was replaced with new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.